Event description:
It was reported that prior to a surgical procedure at the user facility, the device was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the motor was found to have a winding short, which can be a probable cause of the reported overheating.